Event description:
Event description cpi received information that this patient's sweet tip bipolar lead (4269) was exhibiting impedance outside acceptable parameters. Some muscle stimulation, and sensing issues with the patient's sweet tip bipolar lead (4269). This patient is being monitored at this time, they will see him again in december.